Event description:
It was reported that after a left ventricular assist device implant, this right atrial (ra) lead exhibited an increase in the thresholds and low amplitude due to dislodgment. This lead was explanted and successfully replaced. This lead is expected for return. No additional adverse patient effects were reported.